Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7089625 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6) batch: 227606 UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The physician could not advance the leads further due to the epidural space of the patient. The physician decided to proceed with a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.